Event description:
Iabp implanted in intensive care unit on 3/8/95 at hosp. Transferred to the med ctr on 3/8/95. Blood noted in the tubing on 3/11/95 & iabp was removed from the groin. Pt went on to have cabgx3 & tolerated the procedure well.